Event description:
Information received from the field notes that the patient was cardioverted. The next day, interrogation revealed that the device was in back-up mode. A software download was successful, but no capture was observed and measured battery data was 2.13v, 312ua, and 1.4 kohms.